Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a physician in united states on (B)(6) 2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted. Patient was with a lot of complaints, including pain. Doctor performed hysterectomy on patient and removed her tubes. Follow up (B)(6) 2015: the sales representative called back to provide additional information received from the physician. Patient's initials were added. Essure was inserted on (B)(6) 2014 and the patient was taken into operating room on (B)(6) 2014 for a salpingectomy. She also had hysterectomy with another healthcare professional in the area around (B)(6) 2015. No additional information was provided. Ptc investigation result received on (B)(6) 2015 ptc global number (B)(4). Final assessment since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment this ptc was initiated due to a request for confirmation of quality . The reported adverse event is a known possible undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect . In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient of unspecified age, who had essure (fallopian tube occlusion insert) inserted and experienced a lot of complaints, including pain. This event, seen as pelvic pain, is serious due to required intervention and listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur with essure use. In this case, limited information was provided. The patient had pain and underwent a salpingectomy two weeks after insertion. Eight months after insertion she underwent a hysterectomy. Reporter did not inform whether essure was removed with salpingectomy or only later with the hysterectomy. Given the available information, causality with essure use cannot be excluded and since an intervention was performed this case is regarded as incident. The technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information has been requested.

Manufacturer narrative:
Follow-up received on 28-sep-2015: follow-up attempts were done with no response to date. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient of unspecified age, who had essure (fallopian tube occlusion insert) inserted and experienced a lot of complaints, including pain. This event, seen as pelvic pain, is serious due to required intervention and listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur with essure use. In this case, limited information was provided. The patient had pain and underwent a salpingectomy two weeks after insertion. Eight months after insertion she underwent a hysterectomy. Reporter did not inform whether essure was removed with salpingectomy or only later with the hysterectomy. Given the available information, causality with essure use cannot be excluded and since an intervention was performed this case is regarded as incident. The technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Despite follow-up attempts, no further information was obtained.